Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the monitor's potassium levels were out of range compared to blood gas by 2-3 milliequivalents (meq). The device was not changed out. Add'l lab samples are drawn prior to any pt treatment. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.